Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto® 3 system. Map shift issue: all of the catheter images on the cato 3 system shifted out of the matrix that had been built as if they were moving out of the matrix. The carto 3 system did not display any error messages. The back and chest patches were displayed correctly on the carto 3 system and there was a "green checkmark " on the carto 3 system, no errors were displayed. They disconnected and reconnected the decanav catheter, and the issue persisted. The case ended without any resolution. The issue was investigated by the device manufacturer. During the investigation, it was confirmed that the reported issue was not a real map shift, but a catheter visualization issue. Only one catheter moved, but the map and all other catheters were displayed correctly. In addition, the biosense webster, inc. Field representative confirmed that the map shift issue never reoccurred. The system is ready for use. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. A manufacturing record evaluation was performed for the carto 3 system #11765, and no internal actions related to the reported complaint condition were identified. Bs ECG noise issue: it was reported that at the end of the case, the 12 lead body surface ECG signals became noisy on the carto 3 system and the recording system. They verified the 12-lead body surface ECG cable and made sure it was properly connected, disconnected, and reconnected it, and the issue persisted. The case ended without any resolution. The issue was investigated by the device manufacturer. During investigation, it was confirmed that the occasional limb disconnection seems to cause the bs ECG noise. It was reported that there were no noise issues with the bs ECG cable and there was no noise on the carto 3 or the recording systems during the next case. The system is ready for use. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. Non-manufacturing related potential cause has been identified, therefore, no manufacturing record evaluation is required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto® 3 system. There was a map shift with no error message, no cardioversion or patient movement during the procedure. It was reported that at the end of the case, the 12 lead body surface ECG signals became noisy on the carto 3 system and the recording system. All of the catheter images on the cato 3 system shifted out of the matrix that had been built as if they were moving out of the matrix. The carto 3 system did not display any error messages. The back and chest patches were displayed correctly on the carto 3 system and there was a "green checkmark " on the carto 3 system, no errors were displayed. They verified the 12-lead body surface ECG cable and made sure it was properly connected, disconnected, and reconnected it, and the issue persisted. They disconnected and reconnected the decanav catheter, and the issue persisted. The case ended without any resolution. The reporter stated that they would call back with the resolution when they do their second case. The reporter called back and they stated they had no noise issues with the 12-lead body surface ECG cable, and there was no noise on the carto 3 system or the recording system. Additional information was received on (B)(6) 2021. The system did not provide errors, control p for location pad showed no movement at all. Shift was not tagged and measured, but they had to guess it was more than 10 mm. Noticed during some touch up burns, and physician pulled catheters soon after. No burns were made after the burn that the shift was noticed. ECG noise started immediately before shift, but account has occasional ECG noise regardless. The physician takes great care to build matrix in right atrium (ra), coronary sinus (cs), and right ventricular outflow tract (rvot) before burning, and catheter was fully in ¿green¿ matrix even after the shift. Non biosense catheters stopped showing in that region after shift, though hra still showed. Decanav only showed electrodes 1-3 in cs. Patient did not have cardioversion, and was patched, put under anesthesia, and fluoroscopy system positioned before initialization. There was no indication of movement of any kind. Additional information was received on (B)(6) 2021. It was reported that the shift happened during an ablation but was not seen in prior ablation and did not shift back after ablation was stopped, the shift was permanent. As stated, the ablation was mostly finished prior to the shift, and physicians considered the case done. The shift never moved back during that case, but no shift errors have been seen after that case, including the one that afternoon. They did not see a similar issue during the next case. It is believed to have been some sort of cross talk issue, as it was not seen prior nor has it been seen after. They believe no further action to be necessary. There was no correlation in time between the catheter¿s movement and noise. The noise on the 12 lead there is an uncorrelated issue. Additional information was received on (B)(6) 2021. According to the reporter if they recall all of the details of the case correctly they believe that the freezor catheter ¿jumped¿ a significant distance on their map, decanav did as well. The matrix was well defined, the physician decided by feel and by x-ray that no jump had occurred during the freeze, meaning our map had shifted, not the catheters. Non-biosense quads disappeared and the biosense decanav appeared shifted over. The decanav built the matrix and was the only biosense catheter in body at time of issue. As far as catheters that were visible, all shifted in same direction. Movement was not only seen on 7fr decan,11p,d,2.4mmle,282mm. Originally, with the information available, the map shift issue was assessed as not MDR reportable. However, the additional information received on (B)(6) 2021 stating there was no cardioversion or patient movement together with the event stating that no error message populated, changed the reportability to MDR reportable for a mapshift with no error message, no cardioversion or no patient movement. The awareness date for this reportable malfunction is (B)(6) 2021. The noise issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote and highly detectable. The visualization issue was assessed as not MDR reportable as the most likely consequence was an intraprocedural delay or cancellation.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).